Event description:
It was reported during a knee surgery, when implanting the gii ps hi flex isrt sz 3-4 9, the insert couldn't be locked tightly with baseplate. Finally a new insert of the same code was used to complete the surgery successfully. There was a delay greater than 30 min. No injuries due to this malfunction reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
It was reported during a knee surgery, when implanting the gii ps hi flex isrt sz 3-4 9, the insert couldn't be locked tightly with baseplate. Finally a new insert of the same code was used to complete the surgery successfully. There was a delay greater than 30 min. No injuries due to this malfunction reported at this time. The affected complaint device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device found deformation on the locking detail and around the edges. A dimensional evaluation was not performed as the damage/deformation at several features of the device would not allow for accurate measurement. Our investigation including a review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Some potential causes could include but are not limited to surgical technique or user/procedural variance. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.case-2020-00024329-1